Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant the patient was experiencing nerve and diaphragmatic stimulation. On interrogation it was noted there was a spike in threshold, impedances, and the lead polarity auto switched to unipolar on the right ventricular (rv) lead. Clinic testing showed that the lead was not functional and could perhaps be in the bail out branch of the coronary sinus (cs). The lead was reprogrammed and later removed and replaced as they were unable to redirect the lead into the correct area of the right ventricle and a rv left bundle branch lead was used. No further patient complications have been reported as a result of this event.